Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the hemopro2 extension cable was not working. It was replaced with another device to complete the case. No patient impact or delays were reported.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d4-UDI#,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 02/02/2026. An investigation was conducted on 02/03/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cable. One connector end was observed to be intact. The other connector end was observed to be missing a fin on the side of the collar. An electrical evaluation was conducted. A mechanical evaluation was conducted using a reference adaptor, power supply and hemopro 2 device. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable, however it wasn't able to be snapped into place due to the missing fin. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device failed the pre-cautery test. There was no power to the harvesting device. Based on the return condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was confirmed as well as the analyzed failures "break-collar" and "connection problem" were observed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.